Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the usm due to the customer experiencing engagement issues on it. Logs confirmed engagement errors. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the reported event. The unit passed in normal mode but generated a 31010 error when engaging an 8mm vessel sealer. Sterile adapter pins felt sticky when actuating/pushing physically. The 31010 error potentially cause the tool engagement which is related to the 22020 error on degree-of-freedom (dof) 5 (roll axis) that was reported from the field. As a fix to the reported problem; dof 5 gearbox, all presence pins and carriage top plate will be replaced. Note: dofs 6,7, 8 and 9 gearbox had surface contamination; all four other carriage gearboxes will be replaced. Note: the carriage assembly will be upgraded to 372181-16. Presence pins screws will be replaced to accommodate the top plate replacement. The rfid and dallas pod cover will be replaced. The removed carriage will be reworked in the carriage rework cell.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the staplers were not working. Logs reflected error 22020: installed permanent cautery spatula failed to engage on universal surgical manipulator (usm) 3. Customer stated they tried multiple staplers with no resolve. The procedure was converted to open surgery with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.